Event description:
It was reported that the device had an error code ec 41662, the software required an updated, and the device had a scratched lens. The event occurred during testing.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
A1, d5: operator of device were updated corrected data: d4 ¿ UDI one device was returned for analysis. Visual inspection showed scratched lcd lens, a peeled dso seal, and a worn uso seal. Review of the event history log (ehl) showed multiple system faults. A functional test was performed and the reported issue was not duplicated; however multiple system faults were confirmed in the event history log. The cause of the reported issue was related to customer damaged. A small screw accidently fell inside the device. As a result, the lcd lens were replaced and preventative maintenance was performed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.